Manufacturer narrative:
The reported event was addressed with phone support. The fse followed up with the initial reporter who stated that he would blow out the blue fiber cables and ports and would inform the fse if that resolved the problem. As the fse did not hear back from the initial reporter, he called back the following day and spoke with another customer who stated that they were no longer having the problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, there was a "not connected to vision side cart (vsc)" message on one of the surgeon side consoles. The customer was using the other console to proceed with the case. The intuitive technical service engineer (tse) viewed the system logs and found communication errors 40, 54, 55, and 40084. The fse asked if there were any messages displaying on the da vinci monitor. The customer confirmed there was a "fiber cleaning" message on the monitor. Tse had the customer verify the blue fiber cable connector leds at the console and the vsc, and both leds were blue. The customer did not want to troubleshoot at the time of the call due to the ongoing case. Tse recommended power cycling the system in between cases, cleaning the blue fiber cable connections and receptacles at the console and the vsc, and reseating the blue fiber cables connections. The customer was continuing with the case as planned. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The system was started as a two-console system and the surgery was completed as one-console procedure. The procedure was completed robotically. There was no patient injury or harm.